Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31814. It was reported that one of the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2020 during which the migrated lead was repositioned back to the original position, resolving the issue. It is unknown which lead is liable so both leads are reported.